Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the suture underwent an unknown surgery on an unknown date and suture was used. The needle prematurely released from the suture strand during use. There were no adverse consequences to the patient.